Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating blood glucose (bg) levels between 55-330 (mg/dl). Reportedly, customer delivered an injection of humalog the previous night and did not consume the amount of food they anticipated they would. Customer felt this may have contributed to the low bg experienced. Sugar based foods were consumed sugar to treat low bg levels and boluses/injections were delivered to treat elevated bg levels. System check with tandem technical support indicated pump was performing as expected. Recommendation was made to consult with health care provider to discuss diabetes management.